Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The ventilator passed self testing.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. Patient involvement information was not provided by the customer.